Event description:
I installed a dexcom g6 sensor on march 15. After the 30 minute warm-up, it reported that the center had failed. I called dexcom on monday morning 16 march and was told they would ship a replacement via fedex express. At the same time, they decided to send me a new transmitter and a box to return the old transmitter and the old sensor back to them. I received an email from dexcom on monday the 16th saying that the item had been shipped. It provided a tracking number which did not work. I emailed them with the tracking number failure and did not hear back. I called them on tuesday, march 17 and no one seemed to know the status of the shipment at this point I had been without blood sugar tracking for 48 hours. Still not receiving any email updates. I called them again on wednesday, 18 march and even worse they said it would be coming via usps. I tried the tracking number again and it still failed. I tried again today march 19 and was told that it was actually coming via fedex, but they did not have a tracking number. After a subsequent call today, they said that no it was coming via usps. I finally asked for a supervisor who said yes it is coming via usps and should arrive on friday, march 20. On monday, march 16 they told me it would be 1 to 2 days after shipping and their email on march 16 indicated it had shipped which led me to believe it would arrive tuesday or wednesday, march 17 or 18. Now I know that it will not be coming into friday, march 20. This is a medical device that monitors very important information for me and to be without it for five days is unacceptable. Please let me know if you need more information. I'll be glad to speak to someone if needed.